Event description:
It was reported that the user experienced repeated insulin delivery occlusion alerts on an ilet pump despite site changes, use of both teflon and steel infusion sets, and cartridge and site changes from multiple boxes, which led to a replacement being issued; the user later identified that the occlusions resolved after switching from fiasp to novolog and elected not to use the replacement, continuing with the original pump. Symptoms included alerts for occlusion without reported hypoglycemia or hyperglycemia requiring medical care. Outcomes included no injury and no hospitalization. Investigation included troubleshooting and education on infusion set and insulin selection. Investigation of this case revealed that the occlusion condition was associated with the insulin type rather than a pump or infusion set hardware malfunction, and normal function was restored with a change to novolog. It was concluded that the cause was interaction between insulin formulation and infusion pathway leading to occlusion, resolved by supply change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.